Event description:
New information received indicates that the lead was capped due to noise. No noise was noted on egms or upon interrogation in real time. No other electrical anomalies were observed. The patient was stable post-procedure.

Event description:
It was reported that the right ventricular lead was capped due to oversensing. No further information is available.

Manufacturer narrative:
(B)(4).